Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on friday 1st of may, after starting the 4th case a ventilator fault appeared on switching to vc mode. No patient injury reported.